Event description:
During the procedure under fluoro it was noticed that the radiopaque marker bands were missing on the catheter distal tip. The device was removed and the procedure was completed using another of the same device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device showed that the distal section of the device with radiopaque markers was not present. The device length was measured 144.5 cm out of specification (150cm ± 3 cm) as the distal section missing from catheter. Kinks were noted 33.5cm and 54 cm from the proximal end of the catheter the distal end of the catheter was flattened and kinked. From the information provided and investigation results there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The cause of the missing section is unclear. Therefore, review and analysis of all available information fails to indicate an assignable cause or probable assignable cause related to missing radiopaque markers. A root cause of undeterminable has subsequently been assigned to the event.

Event description:
During the procedure under fluoro it was noticed that the radiopaque marker bands were missing on the catheter distal tip. The device was removed and the procedure was completed using another of the same device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.